Event description:
Paramedics used the device for routine ECG monitoring of a pt during transport from a hosp to another facility. The pt was alert and conscious during the entire transport. After approx 85 minutes, the monitor allegedly displayed a flat ECG trace in all 3 displayed leads (lead I, ii and iii). The pt was delivered without incident to the receiving facility a few minutes later. There were no adverse effects to the pt reported as a result of the alleged malfunction.